Event description:
In 1998, the plaintiff, was using the sharps unit as intended to dispose of biohazard waster, i.e. Used needles and slide, when the plaintiff's skin was punctured by contaminated needles and/or slides protruding from the sharps disposal unit. Although the plaintiff initially has tested negative for both the human immunodeficiency virus and hepatitis, pt continues to undergo regular testing for both hiv and hepatitis...in addition, the plaintiff, suffers physical and mental pain, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, aggravation of conditions, has incurred medical expenses for the treatment of their injuries.